Event description:
It was reported that a 72 yo male patient, who had a right side hip implant procedure, date unknown, underwent a revision procedure. The gxl poly was revised to the novation xle liner. The removal of gxl poly liner, shows signs of early wear. The patient was last known to be in stable condition following the event. No devices are available for return.

Manufacturer narrative:
Device evaluated by MFR: no device return anticipated due to hospital policy.

Event description:
Based on the available information, the revision reported may have been the result of a combination of the risk factors including but not limited to use error, implant positioning, implant size selection, and patient factors, which led to polyethylene wear. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided.